Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex"), urinary tract infection ("urinary tract infection"), fistula ("fistulae"), vaginal disorder ("vaginal scarring") and dysmenorrhoea ("cramping unusual periods /dysmenorrhea,") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, dyspareunia, urinary tract infection, fistula, vaginal disorder and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fistula, genital haemorrhage, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal disorder to be related to essure. The reporter commented: essure implants placed in both tubal ostia without complication, 4 rings right and 0 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tubes are occluded at the uterine cornu with essure coils appropriately positioned. Pregnancy test urine - on (B)(6) 2008: negative. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("painful sex"), urinary tract infection ("urinary tract infection"), fistula ("fistulae"), vaginal disorder ("vaginal scarring"), dysmenorrhoea ("cramping unusual periods /dysmenorrhea,"), abdominal pain lower ("cramping") and menorrhagia ("hypermenorrhea") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, dyspareunia, urinary tract infection, fistula, vaginal disorder, dysmenorrhoea, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fistula, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal disorder to be related to essure. The reporter commented: essure implants placed in both tubal ostia without complication, 4 rings right and 0 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tubes are occluded at the uterine cornu with essure coils appropriately positioned. Pregnancy test urine - on (B)(6) 2008: negative. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: newly added events- lower abdominal pain, hypermenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiple caesarean sections and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), dysmenorrhoea ("cramping unusual periods /dysmenorrhea,"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), menorrhagia ("hypermenorrhia/hypermenorrhea"), menstrual disorder ("unusual periods"), urinary tract infection ("urinary tract infection"), fistula ("fistulae") and vaginal disorder ("vaginal scarring") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy with bilateral salpingo-oophoretomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower, genital haemorrhage, menorrhagia, menstrual disorder, uterine leiomyoma, urinary tract infection, fistula and vaginal disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fistula, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal disorder to be related to essure. The reporter commented: essure implants placed in both tubal ostia without complication, 4 rings right and 0 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tubes are occluded at the uterine cornu with essure coils appropriately positioned. Pregnancy test urine - on (B)(6) 2008: negative. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff fact sheet received. Event unusual periods was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain /pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, multiple caesarean sections and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), dysmenorrhoea ("cramping unusual periods /dysmenorrhea,"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding"), menorrhagia ("hypermenorrhea/hypermenorrhea"), menstrual disorder ("unusual periods"), urinary tract infection ("urinary tract infection"), fistula ("fistulae") and vaginal disorder ("vaginal scarring") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic supra cervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain lower, genital haemorrhage, menorrhagia, menstrual disorder, uterine leiomyoma, urinary tract infection, fistula and vaginal disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fistula, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal disorder to be related to essure. The reporter commented: essure implants placed in both tubal ostia without complication, 4 rings right and 0 rings left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral fallopian tubes are occluded at the uterine cornu with essure coils appropriately positioned. Pregnancy test urine - on (B)(6) 2008: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.